Manufacturer narrative:
Investigation: a visual inspection revealed that the tool was received inside the cannula. The cannula tip had melted. The silicone jaws had melted as well and could not be removed, opened, or closed. There was some evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. Based upon this, the reported failure "self-activated" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure made. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 hemopro self activated when it was plugged in. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.